Event description:
It was reported that the customer inadvertently submerged the pump in water. Subsequently, an empty cartridge alarm occurred while the cartridge was not empty. While attempting to troubleshoot for this issue, a cartridge alarm 20 occurred with multiple cartridges during the loading sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 170-250 mg/dl.

Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged empty cartridge alarm was verified in the pump logs; however, no failure was identified.